Event description:
It was reported that the patient underwent an otoplasty procedure. The reservoir expanded following the procedure. A tear was noted at the upper right heat seal area. The patient developed a hematoma. A re-operation was performed to remove the hematoma. The patient has recovered.